Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: during inspection, as some c1s had their rtcs reset when the buzzer sounding test was carried out, the local staff decided to observe the control board of a c1 delivered to the hospital at the same time. As a result, a leakage from the capacitor was also observed in this c1. No patient involvement